Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. About 12 days after the implant procedure, the patient presented to the clinic with a low-grade fever and the device incision site was found to have a small opening near the lateral edge, with serous drainage; a moderate hematoma was observed. Antibiotic treatment was prescribed, but there was a lag with the patient starting the medication. Wound and blood cultures were negative. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.